Event description:
It was reported that after transferring the collected blood to the blood bag, the bag began to leak. None of the collected blood could be re-infused, and the pt received a blood transfusion from pre-donated blood.

Manufacturer narrative:
The device was discarded at the account. The device history report and any record of non-conformances associated with this device could not be reviewed, as the lot number is not available. If any additional info is received, a follow up report will be filed.